Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded sufenta, bupivacaine, baclofen, and prialt at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had the pump replaced on (B)(6) 2015. At the post-op visit on (B)(6) 2015 examination revealed redness and swelling around the incision. The patient's temperature and white blood cell count were within normal limits. The patient's staples were intact. An intervention on (B)(6) 2015 included a seroma evacuation that yielded 20cc of serosanguinous fluid. The patient was treated with oral antibiotics. A culture showed no growth at 3 days. The outcome was resolved without sequelae on (B)(6) 2015 . The clinical diagnosis was pump pocket seroma. The etiology was noted as unlikely related to the device or therapy and possibly related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were reported/anticipated.